Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited intermittent acute increases in the impedance measurements. It was noted that the ra impedance was stable in the low 600 ohm range with a few increases; the highest to 1883 ohms. Oversensing of the minute ventilation signal was noted which led to inappropriately stored atrial tachy responses (atrs). The clinic nurses did isometrics and pocket manipulation and could not reproduce impedance changes or noise. The crt-d and ra lead remain in service and no adverse patient effects were reported.